Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with blood glucose levels over 400 mg/dl. The customer declined troubleshooting. The customer only had questions about the active insulin and the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.